Manufacturer narrative:
One device was returned for repair. The device was in used condition. The reason for return is not related to a past service. Error log review found lec 1320 and air in line message on pump display. Most probable cause was improper use and faulty air detector. Cleared error code and replaced air detector to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that device had a 1320 error - false air in line alert. There was no patient involvement.